Manufacturer narrative:
(B)(4). The low drain volume alarm was resolved over the phone by repositioning the patient and therefore, the device was not requested for evaluation.

Event description:
During conversation with the care giver (cg) of the home patient regarding an unrelated incident, it was revealed that the home patient (hp) has a hernia. The cg stated that the hp was having low drain volume alarms and she was not sure if that could cause the alarms. The hp was going to have another operation for the hernia. The low drain volume alarms were cleared by repositioning the hp. Additional information was not available.

Manufacturer narrative:
(B)(4). This reportable event was also captured in manufacturer report number 1423500-2010-06368.